Event description:
It was reported that during the last follow up in august 2024 the battery life was 13.5 years whereas the most recent follow up showed a battery of 10.5 years remaining. A review of the device data by engineering noted that device was depleting normally. Engineering noted that the device was high-rate atrial sensing, and the high-rate atrial sensing can cause an increase in power consumption. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.